Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed to pass the functional test. The device was evaluated onsite by the philips fse and it was determined that the customer used an incompatible test load. There was no fault observed and the device was full functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. There was no fault observed and the device is fully functional. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx als defibrillator failed the functional test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.